Event description:
The customer sent the monitor to review the alarm and operating parameters; "as this only sample negative numbers". Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 2/17/2016: the device was not returned for evaluation. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. There is no service history for the cam02 monitor (B)(4). A review of cam02 complaints was completed using the key words ¿negative reading¿ in the search criteria. The review encompassed from dates 11-dec-2015 to 13-jan-2016. (B)(4). Since the product was not returned for evaluation a root cause determination cannot be determined.